Manufacturer narrative:
Pump passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. No unexpected low reservoir anomaly, pump error 15, 23 noted during testing. Thus and software was utilized and downloaded trace/history files properly. In further review found multiple error 15 in history file on 11/24/2025 12:16:09.000, 11/24/2025 12:16:34.000. File number: 38, line number: 442 due to hardware error, low reservoir alarm on event date 11/21/2025 12:14:33.000, 11/21/2025 13:58:37.000, 11/21/2025 13:59:04. Also, pump error 23 on 11/24/2025 12:16:11.000, 11/24/2025 12:16:37.000. Unit was cut open to perform visual inspection found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, no low reservoir anomaly, pump error 15, 23 alarms during testing. However, low reservoir anomaly, pump error 15, 23 alarms in files history due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero), pump error 23 (post-reset ram crc alarm) alarms and reported low reservoir alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error 23. The customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. The error had occurred more than once after a battery change. Troubleshooting was performed for pump errors. The customer was not able to clear the error. Troubleshooting was partially performed for the low reservoir issue. The customer reported an issue with the low reservoir alert on the pump. Customer able to successfully clear the alarm, the customer declined further troubleshooting no harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.